Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during an arsenic trioxide infusion via a PICC line, the line disconnected with the pump still infusing, resulting in a spill to the patient's clothing. There was no staff exposure, and no report of any harm to the patient. The customer stated that the cause appeared to be the tubing connector separating and stated "unknown if this was a loose connection, jostled by patient, etc."

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Correction to hospital name and address on initial report.